Event description:
It was reported that during a lobectomy procedure, before firing on tissue, when they tried to use the release button, it could not activate. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/10/2008. Info anticipated, but unavailable at this time.